Event description:
It was reported that during a laparoscopic super low anterior resection, the blue cartridge was badly damaged during the second firing and staples fell into the patient. The firing did not complete. After this event, another new blue cartridge was loaded into the same device and fired. However, the cartridge was damaged and staples fell off as well after the knife moved to the middle of the staple line. At the first firing, the device was fired without any problems with a gold reload. Another device was used to complete the case. No broken pieces were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: pan, cartridge, drivers, one piece sled. The analysis found that one pce60a device was returned in good visual condition and with three cartridge reloads present. Cartridge (b) was received fully fired and in good visual conditions. Cartridge (c) was received partially fired 1/2 and with cartridge damage on deck and body, where firing stops. Cartridge (d) was received with the left side fully fired and the right side outer row fully fired, right two inner rows partially fired 1/3 with cartridge deck and body damaged where firing stops. The damage to the cartridge (c, d) is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. It should be noted that proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported staple retaining cap issues could not be confirmed as the reloads were received out of their sterile package. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the ecr60b was badly damaged during the 2nd firing and staples fell into the patient. The firing did not complete. Did the device start to deploy staple and cut but could not be completed? - yes. Did the remaining staples fall out of the device when the device was being removed from the patient? - no, it occurred during the 2nd firing. Another new blue cartridge was loaded into the same device and fired. However, the cartridge was damaged and staples fell off as well after the knife moved to the middle of the staple line. Did the device start to deploy staple and cut but could not be completed? - yes. Did the staple remaining staples fall out of the device when the device was being removed from the patient? - no, it occurred during the 3rd firing.